Event description:
It was reported that noise and oversensing was reported on the right ventricular (rv) lead. The device was reprogrammed to resolve the event, and the patient was in stable condition. Additionally, the lead was tested during an unrelated device replacement procedure and no anomalies were observed.